Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation, it was noticed that the xceed stent was prematurely, partially deployed. There was no patient involvement. Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.